Event description:
It was reported that stimulation was intermittent. The pt only felt stimulation when her head was down. The pt lay down to take a nap the day before the report and turned the implantable neurostimulator (ins) off. When the pt woke up the intermittent stimulation occurred. The pt increased stimulation to 0.70, but when she moved her head to the downward position she experienced uncomfortable stimulation. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4).